Event description:
It was reported that the Patient faced infusion set fell off due to heat on(b)(6)2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Germany Name- Medtronic MinimedStreet-18000 Devonshire StreetCity- Northridge State- CA Zip Code- 91325Zip Four- 1219 Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545